Event description:
It was added that the right ventricular (rv) lead may have exhibited t-wave oversensing and the right atrial (ra) lead may have shown atrial cross-talk. The leads were reprogrammed to avoid oversensing and remain in use. The patient is a participant in the optilink hf clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).